Event description:
Medtronic ave received the explanted stent graft in 2002. Analysis of the stent graft reveals that it is likely that the contralateral limb did not have sufficient overlap within the bifurcated component and this contributed to the eventual disconnection at the gate. The actual overlap of the contralateral limb within the gate of implant was not reported. The apparent insufficient overlap is evidenced by the thick laywer of tissue around the contralateral limb from end to end, which likely accumulated and adhered to the graft overtime, denoting no sealzone area. The lack, of sufficient overlap may also be evidenced by the 60-degree lateral angie through the 5th-6th rings on the bifurcated device, which would likely not have occurred so acutely if the contralateral limb had overlapped the 4th-7th rings providing extra columnar support. It cannot be determined if the stent breaks and abrasion induced holes, in the bifurcated component, contributed to the disconnection, since the original overlap is not reported.

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1998. Aneurysm and vessel morphology are unknown. It was reported that the contralateral leg dislodged from the bifurcated stent graft, resulting in a large endoleak. The patient arrived at the hospital in shock, and the device was explanted. It was reported that the patient is alive and stable with a favorable prognosis. Medtronic ave has received the explanted stent graft and analysis is pending.